Event description:
The customer reported burning and melting of the plastic distal end cover at forceps port and blackout image unable to restore on the evis exera iii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle had foreign objects and the plastic distal end cover had foreign objects. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿blackout image¿ was not confirmed. The device evaluation found foreign objects on the nozzle, the plastic distal end cover, and on the adhesive on the bending section cover. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to damage on charge coupled device unit, the image had black dots. Due to the wear of angle wire, bending angle in all directions did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following questions were answered by the customer: has this device been used on a patient with foreign material attached to the device: there is a possibility was there any effect from other products/ reprocessing accessories/ aer(automated endoscope reprocessors)/ewd(endoscope washer disinfector) involved on the event: unk was the device reprocessed before sent back? Yes although, pre-clean steps are performed without any delay, there is a possibility that sufficient brushing could not be performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing was not conducted properly due to dented plastic distal end cover. However, the definitive root cause was unable to be determined and the foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.